Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they inserted a new battery but insulin pump was not turning on as well as insulin pump had received post-reset ram crc alarm. The customer¿s blood glucose level was 118 mg/dl. Customer reported that they were able to clear the alarm. Customer was able to rewind the insulin pump. Troubleshooting was performed for insulin pump error. The insulin pump will not be returned for analysis.